Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("white metal coil (essure) is identified within the uterine wall") and device expulsion ("migration of essure device: uterus;") in a 36-year-old female patient who had essure (batch no. 890425-invalid, 841857) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Removal date provided as (B)(6) 2016 and (B)(6) 2017. Concerning the injuries reported in this case, the following one was reported from patient medical record: embedded device. Lot number 890425 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of product technical complaint/ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), embedded device ("white metal coil (essure) is identified within the uterine wall") and device expulsion ("migration of essure device: uterus;") in a 36-year-old female patient who had essure (batch no. 890425, 841857) inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, 1 year 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)).essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device and device expulsion outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. The reporter commented: she need for additional surgery removal date provided as (B)(6) 2016 and (B)(6) 2017 concerning the injuries reported in this case, the following one was reported from patient medical record : embedded device" most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received. New reporters added and reporter information updated. Case medically confirmed. Plaintiff demography added. Product lot number received. Implanted date and product indication updated. Event "migration of essure device: uterus". Event "white metal coil (essure) is identified within the uterine wall " added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.